Event description:
The complaining activity stated that when the item is used with the equipment it short out. Depot requested samples of subject lot number and maintenance techs performed tests with the item. Test performed, using an electrosurgical unit model. Using subject hand control pencil on an electrosurgical unit model the operation was not safe. The electrosurgical unit was not keyed, or only after several attempts. The reason is like previously described, the abnormal high switch control resistance of the hand control pencil. The switch contact resistance, coag and cut, is too high and the resistance is also unstable. Repeated operation changes the switch contact resistance. The resistance between the common connection and the "cut," "coag" connection ranges between 2 ohm and 30 ohm if the "cut" or "coag" switches are pressed. Repeated operation of the switches decreased the resistance. The ideal resistance for a switch is close to 0 ohm. The hand control pencils previously tested in a different lot had a switch contact resistance of 1 ohm, and the resistance remained the same regardless how often the switch was activated. The switch contact resistance of the hand control pencil in question is much higher, and changes when operated repeatedly. The problem could be corrosion or bad switch control material. As a result, the use of this hand control pencil could cause malfunctions when used on certain electrosurgical units.